Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements as the lead was found to be dislodged. The lead was surgically abandoned. No additional adverse patient effects were reported.